Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the solitaire x revascularization device and phenom 21 catheter were returned for analysis within a shipping box and within a plastic bio-pouch. The solitaire x revascularization device was returned within an opened solitaire x outer carton (b426105). The phenom 21 catheter was returned within an opened phenom 21 outer carton (my22-013). Damage location details: the solitaire x pusher was found broken into two segments at ~181.2cm from the pusher proximal end (~17.5cm from the distal end). The solitaire x pusher shrink tubing was found damaged at the pusher broken location. No damages were found with the solitaire x marker coil. The solitaire x stent proximal marker was found in good condition. The solitaire x stent non-working and working length struts were found to be in good condition. No damages were found with the phenom 21 catheter hub. No bends or kinks were found with the phenom 21 catheter body. The phenom 21 catheter distal tip was found to be in good condition. Testing/analysis: the phenom 21 catheter total length was measured to be ~168.9cm, and the useable length was measured to be ~162.4cm which is within specification (specification: 160cm ± 5cm). An in-house mandrel was inserted into the phenom 21 catheter. The phenom 21 catheter was found occluded from ~105.0cm to ~128.5cm from the proximal end of the catheter hub. The phenom 21 catheter was dissected (cut), and the distal segment of the solitaire x revascularization device was removed. The broken solitaire x pusher was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via tensile overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ and ¿separation¿ reports were confirmed. Device separation can occur if advanced/retrieved against resistance. As the solitaire x pusher broke due to tensile overload, force was likely applied during retrieval. Possible causes of ¿resistance¿ include the use of an incompatible catheter, catheter damage, patient vessel tortuosity, or the user does not maintain continuous flush. The phenom 21 catheter has a labeled ID (inner diameter) of 0.021¿. As per the solitaire x IFU (instructions for use), all solitaire x revascularization devices should be introduced through a microcatheter with an inside diameter of 0.021-0.027 inches. Therefore, the phenom 21 catheter is compatible with the solitaire x revascularization device. No defect was found with the phenom 21 catheter that would have contributed to the event. Information regarding if a continuous flush was used was not reported; therefore, ¿user does not maintain continuous flush¿ could not be ruled out as a potential cause. It is possible the patient¿s ¿moderate/severe¿ vessel tortuosity contributed to the reported event. However, the cause could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire stent was damaged/broken during the procedure. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an ischemic stroke. Ancillary devices include a phenom 21 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported vessel tortuosity was moderate/severe. The connection between the pusher wire and stentretr iever broke. They had a lot of resistance when pushing the soitaire through the phenom 21 with the solitaire getting stuck at some point. When trying to retrieve the solitaire from this position in the phenom 21, they only managed to retrieve the pusher wire with the stentretriever breaking off and staying stuck in the phenom 21.